Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system presented to the clinic due to a shock delivered by the device on the previous day. Upon device interrogation, the device and right ventricular (rv) lead recorded a code indicative of short circuit during shock delivery, and the shock impedance was noted to be low out of range. The shock delivery was determined to be appropriate due to a ventricular tachycardia episode. The patient was then hospitalized and a device system revision was scheduled. On the next day, the ICD was interrogated and during a capacitor reform, the ICD triggered code 1007 due to capacitor charge time exceeding limitations. The charge times were found to be greater than 45 seconds. Subsequently, this patient underwent a replacement procedure, and this product was successfully replaced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects outside of the revision procedure were reported.